Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, visibility/palpability.

Event description:
Patient reported a right side "exchange with no complaint against the device." Healthcare professional later reported "small amount of ptosis due to leak or weight of breast." Healthcare professional additionally reported "good implant intact." Healthcare professional later reported "possible leak and symmetry." Device has been explanted and replaced.

Event description:
Patient reported a right side "exchange with no complaint against the device." Healthcare professional later reported "small amount of ptosis due to leak or weight of breast." Healthcare professional additionally reported "good implant intact." Healthcare professional later reported "possible leak and symmetry." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening posterior assessed as surgical damage. Visibility/palpability: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.